Event description:
It was reported that during a procedure at the user facility the device was found to be inaccurate. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility the device was found to be inaccurate. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for device evaluation: follow-up report submitted to document device evaluation results.